Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? It seemed a piece of the aluminium package. What was the texture? Alminium. Are there any photos of the foreign matter available? Yes. Was the product seal on the foil still intact when the package was opened? Yes. Please confirm below the quantity of devices available for product analysis. Product code n185h-lot 102mbg: (B)(4) pacs and (B)(4) boxes. Product code n183h-lot ucmhkc:1 pac and 4 boxes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Seventeen sealed boxes and two opened boxes, each containing thirty-six representative unopened samples, totaling six hundred eighty-two samples, were received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packets. An overall review of the samples revealed a black foreign matter inside the overwrap packet on one hundred and seven samples. The remained five hundred and seventy-five, no issues related to foreign matter was found. Additionally, nineteen photos were provided, and it showed the same condition of the received samples. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that foreign matter was observed on an unknown date. During the kit package manufacturing process, it was found that there was a foreign matter which was thought to be aluminum scum from the individual packages. There were no adverse consequences to the patient. Additional information was requested.